Manufacturer narrative:
The device was returned for analysis. Incoming interrogation confirmed the battery status eri. The amount of charge taken from the battery was verified and the battery condition was anticipated. The current consumption of the ICD was normal and as expected. The device memory content was inspected, showing a normal ICD functionality while implanted and in service. In conclusion, analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was explanted due to eri status. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.